Event description:
It was reported a pt underwent carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. During stent deployment the gore balloon wire (gbw) balloon was pulled into the bifurcation. The gbw was removed and an embolic filter was placed. Following filter placement, the physician decided to place another gbw. Flow reversal was re-established and the procedure was completed with no adverse effects.

Manufacturer narrative:
Method - a device lot number was not able to be obtained, therefore, a review of the mfg records cannot be performed.